Event description:
A talent stent graft was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm and vessel morphology from the time of implant are unknown. It was reported that the patient presented with a cold leg (unknown which side). A CT was done and during the evaluation the stent graft was found to have migrated and it was 4 cm from the renal arteries and was in the aneurysm sac. The unsupported stent area of the bifurcated stent graft on the ipsilateral side was kinked due to the migration and occluded the stent graft on that side which was causing the patient's symptoms of a cold leg. The physician thinks the cause of the stent graft migration is due to disease progression. The aortic neck was described as reverse funnel shaped. There is a proximal type I endoleak present. The patient will be monitored. No additional clinical sequelae were reported.

Manufacturer narrative:
(B)(4). Evaluation results: inherent risk of procedure (stent graft migration, endoleak, stent graft occlusion). Patient's condition affected effectiveness of device (disease progression). Evaluation conclusion: inherent risk of a procedure (stent graft migration, endoleak, stent graft occlusion). Device failure related to patient condition (disease progression).